Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.